Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a multi-level cervical fusion using rhbmp-2/acs and allograft at an unknown time. The patient subsequently developed a "large" fluid collection anteriorly that required surgical drainage.